Manufacturer narrative:
The investigation determined that higher than expected amon (ammonia) results were obtained from non-vitros (biorad) qc fluid when tested using vitros amon lot 1018-0253-3824 and vitros amon lot 1018-0253-9402 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed on two vitros amon slide lots. With the assistance of an ortho field engineer, the customer performed maintenance actions to the microslide incubator subsystem that included decontamination, cleaning & replacing the incubator evaporation caps. Following those actions acceptable qc results and within-run amon precision results were obtained indicating the vitros 5600 integrated system was performing as expected. Email address for contact office in manufacturer field is (B)(4).

Event description:
A customer obtained higher than expected amon (ammonia) results from a non-vitros (biorad) quality control (qc) fluid when tested using vitros amon lot 1018-0253-3824 and vitros amon lot 1018-0253-9402 on a vitros 5600 integrated system. Biorad level 2 (lot 54312), vitros amon lot 1018-0253-3824 result of 208.12 ug/dl versus the baseline mean result of 128.0 ug/dl. Biorad level 2 (lot 54312), vitros amon lot 1018-0253-9402 result of 186.98 ug/dl versus the baseline mean result of 128.0 ug/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon results were obtained when the customer was processing a non-patient fluid. No results were reported out of the laboratory. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4) and ivd (B)(4).